Event description:
When reporter's breast implants and capsules were removed, pathology examination showed that the capsuled contained lymphocytes and fibroblasts with focal perivascular in lymphocitic infiltration. She also has chronic inflamation. Although she had saline implants, pieces of silicone were also identified in the capsule. Perhaps the MFR can explain how their product migrated in pieces into the sorrounding tissue. She is furious about what the MFR did to her health.